Event description:
It was reported that during a da vinci-assisted prostatectomy radical with lymphadenectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding the master tool manipulator right (mtmr) on one surgeon side console (ssc) was not functioning and an error was present. The customer had already restarted the ssc, but the error returned immediately, and the mtmr was confirmed as not obstructed. Tse reviewed the system logs and confirmed an encoder-related fault on mtmr axis 3 (with the mtmr subsequently disabled). The surgical procedure was completed using the second ssc. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.